Event description:
It was reported that the patient presented for a follow up with a right ventricular lead that exhibited high capture thresholds and far p-wave oversensing due to lead dislodgement. Chest x-ray was performed to confirm dislodgement. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.